Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, he was unable to locate sensor wire. Patient's father removed transmitter, prior to sensor pod removal, against user guide recommendations. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.